Manufacturer narrative:
Concomitant: product ID 8709, lot# j11000r29, implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the healthcare provider had filling difficulties and they had suspected a pocket fill. The patient was required hospitalization and the reported symptoms of overdose, ¿sleepy after the procedure¿. The patient was given narcan. The patient status at time of this report was noted a alive, no injury. Additional information later reported the patient had experienced drowsiness, decreased respirations, leading to non-arousal state. Per healthcare provider there were no issues with refill. The patient was in the waiting room for over 30 minutes post refill evaluation when her son noticed she was acting ¿funny¿. The patient was given narcan and became alert. She was sent to emergency room (ER) for further monitoring and was discharged that night. Patient recovered without permanent impairment. The next refill was on (B)(6) 2014. The pumps eri (elective replacement indicator) was 9 months and was scheduled to be replaced on (B)(6) 2014. The pump was used to deliver fentanyl, dilaudid, bupivacaine, and compounded baclofen. Additional information later reported that the patient had an overdose. Per reporter the patient had gone in for a refill and a pocket fill occurred. Per this reporter "it wasn't all the medication, the nurse may have put the needle at the seam, where the rubber and metal met and some leaked out". Within 30 minutes of refill patient ended up in the hospital unresponsive and went to the ER in an ambulance. The ER healthcare provider administered another dose of narcan and monitored the patient for 8 hours. Healthcare provider had now informed the patient that the pump needed to be replaced.

Manufacturer narrative:
Analysis of the pump revealed low battery reset-undetermined cause. During testing the pump was found to be dispensing fluid within the +/- 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The septum tested and no leaking found. As received the pump reservoir was empty and left in the flex dose infusion mode. Dispense accuracy test performed and passed. Infusion characterization testing was started and during the purge process the pump was programmed to a max rate of 24,000 ul/day which caused the pump to suffer a low battery reset. Destructive analysis performed with no significant anomalies noted. Battery high resistance testing barely passed with a reading of 305 ohms, the spec is 317 ohms or higher results in a high resistance battery finding/result. Knowing the tendency for the high resistance anomaly to ¿come and go¿ and further analysis not showing any other severe anomaly it was determined that it was a high resistance battery that caused the low battery reset during analysis. Analysis of the catheter revealed catheter body hole (or torn catheter) caused by metal pin of pump connector poking through.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported that the patient's pump had been replaced on (B)(6) 2014 because the pump was nearing end of its life. The replacement also occurred because of the "miss," but per the reporter it was a long story. When the pump was refilled on (B)(6) 2014, the medication went around the pump and not in the pump. The patient was given two doses of "marcaine" (previously reported as narcan) due to the accidental overdose. Per the reporter, the nurse who refilled the patient's pump had indicated that it was just "a drop" and wasn't a pocket fill or a "big miss." The nurse had also expressed concern with the seal on the pump and thought that once it gets to a certain age, the seal starts to fail. The patient stated they were so "freaked out" they couldn't even get their pump filled on the "date", the patient canceled the appointment because they were scared to death. The reporter was not sure whether the "miss" happened when the medication was being pulled out or put in to the pump and said, "she misses a lot." It was indicated that the patient would experience worse pain than she currently experienced if the pump was not refilled. The patient also indicated that there was a 4th medication in the pump, a numbing agent, probably lidocaine. Additional information later reported the patient thought that the pump almost "killed" her and the nurse thought that the product failed. The patient was going to have a spinal stimulator implanted for her lower back, and the patient's insurance approved everything. Later, the patient's insurance changed and the patient was told the pump was "at the very tippy toppety of the neck" which should take care of her lower back pain. However, the patient's healthcare provider did not agree. Additional information reported the reason for pump removal on (B)(6) 2014 was noted as "other," and neither a rotor study nor a dye study had been performed.